Event description:
Additional information was received from a patient stating they didn't have a hard time charging the implant. This is the problem when the recharger is on the dock it makes beeping noises every now and then, even when unplugged. That is why they called in on (B)(6) 2026. Patient reports there is no problem with the implant. The recharger still beeps off and on.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient stated they had a hard time charging the implant at times due to the position of implanted battery, and they had a rough time trying to get it to do an excellent charge because if it goes good, it takes forever. Patient also mentioned that it was hard sometimes to try to make sure that the circle target was right over where they implanted it in their tush and that they had to play with it to feel back there where it was implanted. Additionally, the patient reported they have to charge their implant every 2-3 days. Agent asked patient when the issue first started and patient said it had been going on for quite a while. Agent documented comment made on call. [See (B)(4) for wireless recharger issues].

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.